Event description:
It was reported that during a semi-open sigmoidectomy, the firing knob was broken off at the firing when the firing knob was stuck and then moved forward forcibly. The device was used on the colon. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Firing knob dislodged, damaged slip block assembly. Additional information was requested and the following was obtained: just for clarification, was the firing sequence able to be completed? No. One which firing did the event occur? No information the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.